Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a secondary infusion of cytarabine was noted leaking from the texium site of the primary. No patient harm reported.